Event description:
The scd controller was sent to a covidien service center for repair. Upon inspection of the power cord, a service tech found that there are exposed copper wires which is an electrical safety issue.

Manufacturer narrative:
Submit date: (B)(4) 2015. An investigation of the reported condition was performed on (B)(4) 2015 by (B)(4). One scd 700 was returned for investigation for the reported condition of; no power. The unit was tested in triage where it failed to meet operational specifications because it would not power on, confirming the reported condition. An internal inspection of the unit found component c52 burnt on the control pcb due to corrosion, identifying the root cause of failure. This failure mode can be attributed to fluid invasion caused by excessive cleaning solution seeping into the unit through the vent, which caused components to fail on the pcb. The scd 700 cabinet can be cleaned with a soft cloth dampened with water. If necessary, a mild disinfectant and/or detergent can be used; excess fluid should be avoided. The controller should be wiped with a clean, dry cloth afterward and allowed to completely dry before being powered on. Do not immerse in any liquid. The scd 700 compression system cannot be effectively sterilized by liquid immersion, autoclaving, or eto sterilization, as irreparable damage to the system can occur. The instrument was received with a broken bed hook and case. Further inspection found the power cord cut exposing the internal copper conductors, which show signs or arcing. The exposed wires produce a high risk of electrical shock to the clinical staff and patient. Power cords periodically require replacement due to age, usage and user damage. The service manual instructs the user to periodically inspect the power cords resistance to ensure its electrical safety. The unit was destroyed per customers request. Product scd 700, was manufactured in 2013. The device history record was reviewed and all parameters and acceptance criteria were within specified limits when released. This information will be utilized for trending purposes to determine the need for corrective action.